Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The traveler rx is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.na

Event description:
It was reported that the procedure was performed to treat a heavily tortuous and heavily calcified lesion in the circumflex artery. A 2.5x15mm traveler rx balloon dilatation catheter (bdc) was prepared per the instructions for use. The bdc was advanced to the lesion; however, resistance with the anatomy was felt. The balloon ruptured at rated burst pressure. The procedure was successfully completed with a new 2.5x15mm traveler bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material rupture was unable to be confirmed. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficult to advance appears to be related to circumstances of the procedure as it is likely that resistance was met with the heavily tortuous and heavily calcified anatomy resulting in the reported difficult to advance. Manipulation of the device resulted in the noted multiple kinked inner member and kinked outer member. The reported material rupture was unable to be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling. Lot no, catalog no, expiration date, UDI # device mfg date.

Event description:
Additional information: the reported device should be a 2.5x20mm traveler rx, not a 2.5x15mm traveler rx as initially reported. No additional information was provided.